Manufacturer narrative:
A siemens field service engineer was dispatched to the customer site. The fse analyzed the instrument and instrument data and determined that the cause of the discordant tni-ultra result was due to leakage in the aspirate probe rinse blocks for probe 3 and probe 4. The fse replaced the aspirate probe rinse blocks for probe 3 and probe 4 and ran qc. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A discordant result was obtained for cardiac troponin I (tni-ultra) on an advia centaur cp instrument for one patient. The tni-ultra result was not reported to the physician. The same sample was repeated on the initial instrument and on an alternate instrument. The tni-ultra result obtained from the alternate system was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant tni-ultra result.